Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event was determined to be insufficient operator maintenance.

Manufacturer narrative:
This event occurred in (B)(6). Unique device identifier (UDI) (B)(4). The field service engineer performed system adjustments and a sample pipette cleaning. He performed an accuracy check with acceptable results. Also, he discovered an abnormality with the reagent piercer. After service, the customer has not reported any further issues. The investigation is ongoing.

Event description:
The initial reporter received questionable urea/bun and creatinine plus ver.2 results for one patient tested on a cobas 8000 c 502 module. On (B)(6) 2021, the patient's initial urea/bun and creatinine results were reported outside the laboratory. The customer performed initial testing with an aliquot tube. The medical personnel questioned the patient's initial results due to the results not matching the patient's previous results. The customer used the patient's original tube and performed two additional measurements. The patient's initial results were urea/bun 13.56 mg/dl and creatinine 0.26 mg/dl. The patient's first repeat results were urea/bun 79.92 mg/dl and creatinine 2.01 mg/dl. The patient's second repeat results were urea/bun 83.0 mg/dl and creatinine 1.9 mg/dl. The customer determined the repeat results were correct for the patient due to the results matching the patient's medical history. The urea/bun reagent lot number was 51948601 with an expiration date of 31-aug-2021. The creatinine reagent lot number was 51387001 with an expiration date of 31-jul-2021.